Event description:
The tubing of the transducer filled with bubbles.

Manufacturer narrative:
Results - received two used samples for the investigation. Our quality engineer visually inspected the returned samples and observed the angle on the cannula inside the drip chamber was out of specification on both units. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that the defective cannula will cause bubbles to form inside the drip chamber when user was to conduct fast flush during setup. The bubbles will not cause any serious injuries during application as the transducer will prevent any bubbles from entering the pt line because the capillary inside the transducer allow only 3cc per hour of saline to travel into the pt line thus bursting any bubbles along the line. (B)(4).